Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to connect to the patient's radiofrequency (rf) transmitter. A inductive transmitter was sent to the patient's house and that was successful. The patient then attempted to connect the rf transmitter again and that was successful. The issue was suspected to be due to temporary rf unavailability due to cyber security protection. No further intervention was performed. The patient was in stable condition.